Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they had high blood glucose of 447 mg/dl. The customer stated that they do not know why their blood glucose is high. The customer declined troubleshooting for the high blood glucose stating that they have treated with a bolus with the insulin pump. The customer stated that they were trying to calibrate the sensor and their blood glucose at that time was 296 mg/dl. The customer was calling for questions regarding sensor and pump features.